Event description:
Patient had PICC placed (B)(6) 2016. To infusion clinic weekly for lab draws, and dressing changes. Infusion nurse noted a wire in the distal port on (B)(6) 2015. The patient was admitted as an outpatient to interventional radiology for removal of PICC (her treatment just completed so did not have to be replaced). It was notred upon removal that it must have come apart (guide wire from tip 5.5 cm) during placement of PICC. Placed on (B)(6) 2016 a bard power PICC, open-ended solo, 4 french, 50 cm PICC line - single lumen. No other identifiers in system.